Manufacturer narrative:
On (B)(6), 2011 follow-up was received which revealed that the gold probe was tested with another bipolar adaptor cable and found to be working fine. Reportedly, this issue was attributed to a faulty bipolar adaptor cable. Therefore, this is no longer considered a MDR reportable event. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6), 2011, the surgical technician indicated that the gold probe was tested post procedure with a second bipolar adaptor cable and the device was working fine. Additionally, the original bipolar adaptor cable was later tested which found that it was not working properly. Furthermore, the procedure was not completed as another of the same device was not available.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event: probe fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, the patient was being treated for bleeding within the colon. When attempting to cauterize tissue, the gold probe device would not heat; no power was getting to the tip of the gold probe device. A valley lab generator was used along with a bipolar cable adaptor. The generator and bipolar cable adaptor were tested and found to be working fine. The physician used a unipolar snare to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.